Event description:
During field service installation of the device, the user reported that the o2 sensor was defective. Since the event occurred during field service installation, there was no pt involvement during this event.